Event description:
It was reported that high impedances greater than 40,000 ohms were measured on c-10, 8-10, 9-10, and 10-11. The patient had a potential loss of therapy efficacy. Both of the patient¿s leads were removed and replaced, but that did not fix the high impedance issue. The manufacturing representative could not determine how the right extension was damaged, but it was identified as the cause of the high impedance because a new lead was implanted and connected on the right side. The patient¿s healthcare professional (hcp) chose to see how the patient did with programming before changing the extension since the new leads were placed and showed efficacy. If the lack of therapy efficacy persisted, the hcp planned to bring the patient back into surgery and replace the right extension. The manufacturing representative later reported the patient was doing great and had one initial reprogramming sessions since the lead revision.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3387s-40, lot# v670473, product type: lead; product ID 3389s-40, lot# v681753, product type: lead; product ID 3389s-40, lot# v681753, product type: lead. (B)(4).